Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and the main arm cannot communicate with the motor arm. The customer¿s blood glucose level was 57 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that while checking the blood glucose level the errors occurred again. Advised that the insulin pump will need to be replaced and to return the insulin pump. The insulin pump will be returned for analysis.